Manufacturer narrative:
The doctor stated that amoxicillin was prescribed to treat the infection that resulted from a sore caused by the mara appliance. The sore has healed completely and the patient is doing fine. The appliance was not returned for evaluation. A new appliance is being made and will be placed.

Event description:
On (B)(6) 2010, a doctor reported that a patient developed a sore in her mouth, due to irritaion caused by the mara appliance.